Event description:
Pump declared a cartridge change error, causing the customer¿s blood glucose level to exceed 500 mg/dl, with the value displayed as "high." Initially, the customer contacted technical support, who instructed them to inspect the cartridge o-ring, which was found to be intact. The customer was unable to remove the pump from the case and planned to use multiple daily injections to manage high glucose levels until they could get assistance. Subsequently, the customer resolved the issue with a pump reset on their own, requiring no further assistance, and reported no new issues.